Event description:
The customer reports that the shock button is not working when op check is run. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the shock button is not working when op check is run. There was no reported patient involvement. The device was evaluated by a philips field service engineer and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that cause the shock button not work while performing the operational check on the device.